Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-00315. It was reported via facility medwatch mw5066242 that difficulty removing the wire from sheath and wire fracture occurred. The target lesion was located in the vessels of the left kidney. A 180 x 35cm fathom¿ -16 was selected for use. During procedure, it was noted that the wire could not be removed from the accustick¿. This prompted the physician to remove the inner stiffener of the accustick¿ and to place a non bsc catheter and wire into the renal collecting system. There were attempts to untangle the fathom¿-16 wire using the non bsc catheter; however, these were unsuccessful. Furthermore, the fathom¿ wire became fractured in the patient's left kidney. The accustick¿ was then placed and the wire fragments were snared and removed intact. No pieces of the wire remained inside the patient's body. No further patient complications were reported.